Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to an unlocked keypad connector. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window. The visual inspection verified that there were dog chew marks on the reservoir tube opening of the case.

Event description:
Customer reported that the insulin pump froze when priming. It was stated that when pressing the esc button there was no response. Customer's last blood glucose reading was 400 mg/dl. Customer's blood glucose reading at the time of the call was 240 mg/dl. No further information reported.